Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that since the device was implanted they had not had therapeutic benefit. The caller stated they thought they implanted the device on the "wrong" side because during the trial one side helped with symptoms and the other side did not. The caller stated they were not really given instruction on if they could/should make therapy adjustments on their own. In addition, the caller stated they found the manual to be confusing and hard to read and they did not really understand how to use the equipment. Troubleshooting was unable to be performed as an offer to walk the caller through using the external devices was made and the caller stated they would rather wait for in-person education. The patient was redirected to their healthcare provider to further address the issue and to discuss their symptoms. The caller stated they had an upcoming appointment scheduled for (B)(6) 2022. The caller stated they did not think it was a good idea to throw all the information at them right before going into a surgery; it was confusing and hard to remember by the time they got home.